Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad) . It was reported by the vad coordinator that while dressing and placing wound vac on the pt he experienced 2 red heart alarms for low flow. The pt was not symptomatic. The following day it was noted that the pt had 4 red heart alarms while sitting up eating breakfast and speaking to the physician. On interrogation at that time, low speed advisories, pump stop and flow alarms were noted. The log file was reviewed and a data pattern was noted that was indicative of a possible percutaneous lead issue. X-rays of the percutaneous lead were taken and a suspect area was noted approximately 4 to 5 inches from the percutaneous lead and system controller connection. An evaluation of the percutaneous lead and repair was scheduled for the following day. The pt was started on dobutamine and was transferred to the ccu for closer observation. It was noted that overnight the pt experienced the same alarms but now they were more frequent and with most movement. The percutaneous lead was evaluated by the MFR's technical service rep and it was noted that there was internal and external damage to the percutaneous lead. The pt's red heart alarms were found to be positional. A decision was made to exchange the pt's pump the following day. The pt remains ongoing with new lvad.